Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6), 2011, the distributor contacted animas alleging that keypad button presses did not activate desired pump functions. There was no allegation that the reported issue contributed to an injury.